Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). The patient also underwent a revision surgery (specific date not reported) to perform an incision and drainage of the post auricular site and implant washout. The implanted device remains.